Event description:
A patient underwent revision surgery to address a xia polyaxial screw fracture on the left side of l5. The patient reported back pain after 18 months from the initial surgery, and subsequent imaging identified the fractured screw.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A patient underwent revision surgery to address a xia polyaxial screw fracture on the left side of l5. The patient reported back pain after 18 months from the initial surgery, and subsequent imaging identified the fractured screw.